Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 99.74% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was also collected from the device was and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant product: 694765, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.